Event description:
An investigation report from an implant retrieval center was received, detailing the examination of the retrieved implant. During the assessment, it was noted that the implant was unable to be distracted and retracted and failed the force testing. Additionally, surface damage grading revealed notable corrosion, scratching, galling, surface deposits and discoloration. The report indicated that the rod was removed as part of a planned procedure following the achievement of the desired lengthening. The patient had previously reported experiencing significant thigh pain, and radiographic observations identified cortical thickening at the extendable junction of the nail.

Manufacturer narrative:
The device was returned to the (B)(6) (lirc); no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods. All precise stryde devices have been recalled since february 2021 and are currently off the market. The complaints included report of pain and bony abnormalities at the interface between the telescoping nail segments. A CAPA was completed to address the reported event of corrosion/bony changes (hypertrophy, periosteal reaction and osteolysis). The CAPA found the risk management (rm) process was inadequate. Future rm files for all iterations of the device will be integrated from the nuvasive specialized orthopedics-specific risk management and design control process/procedures into the nuvasive, inc. Global risk management process/procedure.